Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be confirming. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this cause might be/is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional info become available and/or the device(s) be returned for eval and an investigation result is available, an amended med device report will be submitted. (B)(4).

Event description:
The product liability claim was raised. It is reported that the pt was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2007. Currently, the pt is being monitored due to unk reasons. This is a split case with zimmer inc. From (B)(4).